Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this was the 3rd foley catheter that they had to change for the patient as the catheter got blocked. Stated that the theatre stock controller called to stated that they had a faulty suprapubic catheter. Upon arrival, they managed to speak to doctor and advised the catheter was blocked (event occurrence date: (B)(6) 2023). The urine was not flowing through the catheter and was exiting from other avenues, this was inserted approximately 3 weeks prior. The doctor stated that they tried to flush the catheter with a tumi syringe and was not able to, they then removed the blocked catheter and replaced with another size 16 bard suprapubic catheter. Stated that this happened with the same patient twice before (event occurrence date: unk).

Event description:
It was reported that this was the 3rd foley catheter that they had to change for the patient as the catheter got blocked. Stated that the theatre stock controller called to stated that they had a faulty suprapubic catheter. Upon arrival, they managed to speak to doctor and advised the catheter was blocked (event occurrence date: 12jun2023). The urine was not flowing through the catheter and was exiting from other avenues, this was inserted approximately 3 weeks prior. The doctor stated that they tried to flush the catheter with a tumi syringe and was not able to, they then removed the blocked catheter and replaced with another size 16 bard suprapubic catheter. Stated that this happened with the same patient twice before (event occurrence date: unk).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be incorrect parameter setting blocked drainage eye/lumen or no drainage eye or user related (salt accumulation). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.